Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that there were no changes for the circumstances that led to the implant to the implant depleting from 100% to 0% overnight. The patient was sent a new controller and the issue had resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's controller showed the controller battery was at 220%. When the patient reset their controller, it then showed it was at 70% and they continued to charge the controller. The patient reported that they charged both their controller and ins to 100%, however the following morning both the controller and the ins were at 0% (the patient runs their stimulation at 1.0 during the night). When the patient plugged the controller into the power supply to charge it, it took "forever" for the battery to progress/the battery was not charging. A replacement controller and battery pack were sent to the patient. No impact to the patient or their symptoms were reported. No further complications were reported or anticipated.